Event description:
It was reported that a patient with a 25mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, three (3) months, due to unknown reasons. The tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.